Event description:
It was reported that the physician had difficulty inserting a guidewire into the lead during the implant attempt. The lead was not used. A replacement lead was successfully implanted.

Manufacturer narrative:
Final analysis found normal device characteristics.